Event description:
Incorrect part used due to insufficient information provided. The implant failed due to failure to osseointegrate.

Manufacturer narrative:
Incorrect part used due to insufficient information provided. The implant failed due to failure to osseointegrate.